Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor pump error alarm. The customer's blood glucose reading was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to corrosion on the force sensor. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Corrosion was also found on the electronic assembly and moisture damage was found on the motor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a faded end cap address label, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.